Event description:
It was reported that inflatable penile prosthesis was removed on (B)(6) 2018 due to patient dissatisfaction. A 21cmx12mm inflatable penile prosthesis system was implanted.

Event description:
It was reported that inflatable penile prosthesis was removed on (B)(6) 2018 due to patient dissatisfaction. A 21cmx12mm inflatable penile prosthesis system was implanted. Additional information received indicated the patient was dissatisfied as the device had not worked in years.